Manufacturer narrative:
(B)(4): there was no data available from the time of the reported incident due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the patient claimed that her blood glucose has been in the 300-500's mg/dl on occasions for the past month. During the alleged high blood glucose, she experienced fatigue and rare occasions of increased thirst. One of the possible contributing factors to the alleged elevated blood glucose reportedly was "tremendous stress at work." During troubleshooting, the animas representative confirmed there was evidence of product misuse. The patient reportedly did not check the verification screen after the date and time reset back to the factory default. The date and time was incorrect. The animas representative walked the patient through resetting the date and time, and rebooted the pump. The verification screen was confirmed to be correct. The issue was resolved with training. This complaint is being reported due to possible use error and because the patient experienced elevated blood glucose and had symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.